Manufacturer narrative:
The device was implanted in the patient and not returned to the manufacturer for evaluation. Procedural or medical imaging and device lot was not provided. The progression of the aneurysm could not be confirmed.

Event description:
As reported in the article titled: microsurgical clipping as a retreatment strategy for previously ruptured aneurysms treated with the woven endobridge (web) device: a mono-institutional case series, the 54-year-old female patient was admitted with a wfns grade I and fisher grade 2 sah, caused by a ruptured acoma aneurysm with a maximal diameter of 9 mm, a neck diameter of 4 mm, and a dome-to-neck ratio of 1.6. The aneurysm was uneventfully treated with a web sl 7 x 4 mm; during the procedure, heparin was given. The final angiogram showed complete occlusion of the aneurysm. Sa 8 months after endovascular treatment demonstrated a compaction and deformation of the web with complete refilling of the aneurysm equivalent to rroc ii or wos d. The decision for microsurgical retreatment was made.